Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. On an unreported date, the patient was hospitalized for the event of peritonitis. It was unknown if the patient was treated for the peritonitis. On an unreported date, the patient was discharged from the hospital and at the time of this report, the patient was recovering from the event. On an unreported date, the patient stopped pd therapy and switch to hemodialysis. No additional information is available.